Event description:
It was reported that the device was not grabbing the carrier to slide through mesher. No issues with device not cutting properly. No harm or delay were reported along with this event. During evaluation it was noted that the comb was damaged. No further event information available at the time of this report.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the comb was damaged. The comb and carrier guide were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.